Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife was reported via phone call that, the insulin pump had replace battery now alarm and power error detected alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for replace battery now alarm and power error detected alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms. Customer stated that, the battery cap is not loose, cracked or damaged. This is not the second occurrence of replace battery now without a low battery warning. New battery resolved the issue. Customer was able to complete pump rewind. Error table does not indicate the pump should be replaced. Self-test performed which was passed. Error table does not indicate that pump error alarm cleared active insulin. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.